Event description:
This is a spontaneous case report received from a consumer in the united states on 19-feb-2014 via company internet site. The report refers to the reporting female consumer who had essure (fallopian tube occlusion insert) inserted and reported she does not own an uterus anymore because of essure. No information was given on consumer's history, past drugs, concomitant medication. Concurrent conditions include a special needs child. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) implanted for permanent birth control. Consumer reported she does not own a dog or an uterus anymore because of essure permanent birth control. Maybe now she will have the energy to care for her special needs child. No further details were reported. Follow-up 24-feb-2014 found on the company site in the internet: consumer reported her year of birth (1981), and that 12 days before time of reporting she had to have her fallopian tubes removed (new event added) and uterus removed because of essure. No further details were reported. Follow-up from 02-jul-2014: follow-up is not possible with the consumer due to lack of contact information. Follow-up information received on 11-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 ((B)(4)). Consumer stated she was (B)(6) when she had to have a hysterectomy because of the nearly 100 co-occurring symptoms which originated around the same time as implantation when she was (B)(6). Before she was implanted, she was a thin, active and healthy young woman who could do anything and didn't need any kind of medication. After essure implantation, she could barely do anything and needed over the counter and/or prescription medications to function at all. She could not climb out of bed. She was experiencing anxiety, depression, wild mood swings which ultimately ended her first marriage, constant migraines or abdominal pain. She had to have uterus, fallopian tubes, cervix, and part of her intestine to be removed. The inflammation from essure caused digestive issues which make eating and evacuating her bowels a struggle. Company causality comment: this non medically confirmed, spontaneous case report, was received from company internet site and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced do not own a uterus anymore/had to have my uterus removed and had to have my fallopian tubes removed. The reported events were considered serious as medically significant, are listed in reference safety information for essure. Based on the information received for this single case, it cannot be excluded that the events occurred as a consequence of essure, therefore they were considered related. This case is regarded as incident since a device removal was required.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up 09-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non medically confirmed, spontaneous case report, was received from company internet site and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced do not own a uterus anymore/had to have my uterus removed and had to have my fallopian tubes removed. The reported events were considered serious as medically significant, are listed in reference safety information for essure. Based on the information received for this single case, it cannot be excluded that the events occurred as a consequence of essure, therefore they were considered related. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect.